Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited difficulty when attempting a commanded anti tachycardia pacing (atp). Technical services (ts) discussed that the device needed to be in monitor only. The commanded atp was able to be performed. The device was being explanted to 'downsize' for the patient. There were no allegations against the function of the device. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.